Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument to perform failure analysis. The instrument was analyzed and found to have a broken cautery hook/spatula at the distal end. The broken portion was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the permanent cautery hook (pch) instrument got stuck in trocar. A fragment broke off and fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically.